Event description:
Reported condition: customer reported a clicking noise coming from blood pump area during patient treatment. (B)(6) 2025 national service engineer investigated and was able to duplicate the sound in recirculation with 18g needle and blood pump speed at 400 ml/min. Did not produce noise without the needle restriction. Machine state as found: push pin depth at .62 mm, occlusion test surpassed 14.2 psi in 10 rotations and roller gap passed 2.9 mm test. Cleaned blood pump rotor housing, ensured blood pump motor screws were tightened to specification. Replaced blood pump rotor.noise persists. Further investigation required. Not cleared for patient use. (B)(6) 2025 national service engineer duplicated noise after more than an hour of running the blood pump at 450 ml/min. Previous replacement of the blood pump rotor demonstrated no change in symptom. Replaced entire tubing pump assembly. Post-replacement calibrations were: roller gap at 2.9 mm; occlusion test surpassed 14.2 psi in less than 5 revolutions; push pin gap was .71 mm. After running for an hour at 450 ml/min, sound was no longer present. Passed all tests.